Manufacturer narrative:
Product complaint # (B)(4). (B)(4)-unknown. Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The l5 lumbar spondylolisthesis reconstruction surgery was performed with expedium si and hook system on (B)(6) 2018. It was reported that the surgeon could not apply the torque for final tightening the set screws. The surgeon confirmed there was no cross-threaded, so that the surgeon attempted to tighten couple of time, but the surgeon could not tighten the set screws. Then, the surgery was completed by replacing the screw which removed from the patient¿s lumbar. After the removing the screws, the surgeon recognized there was metal like fragment around the screw. There was 45min. Surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
(B)(4). Visual examination found that the threads on the set screw were torn off completely. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the torn threads on the single-inner setscrew cannot be determined. Noted damage suggests that inadvertently cross threading of the setscrew occurred upon insertion into the tulip head. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.